Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler, liberty cycler set, and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the event. The peritoneal dialysis registered nurse (pdrn) refused to provide any information related to the peritonitis. All dialysis patients are at risk for infection due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. Furthermore, it is documented that most cases of pd related peritonitis is the result of touch contamination or a breach in the sterile technique where the patient or their caregiver inadvertently touch the connections to the pd catheter. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was utilizing heparin and antibiotic fill with their manual treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient has peritonitis which was diagnosed on (B)(6) 2020. The pdrn refused to provide any additional information without approval from management.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.